Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes do not fill to the adequate level according to the video provided. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "the citrate tubes do not fill to the adequate level according to the video provided by the customer, a filling below the line is observed using a butterfly and a vacuum system."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 video from the customer in support of this complaint. The product expired (B)(6) 2022 therefore, retain sample testing could not be performed. Bd was able to confirm the customer¿s indicated failure mode with the video provided; however, the product is expired, therefore, the investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109027, medical device expiration date: 2022-10-31, and device manufacture date: 2022-04-19. Medical device lot #: unknown, medical device expiration date: 2022-10-31, and device manufacture date: 2022-04-19. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes do not fill to the adequate level according to the video provided. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "the citrate tubes do not fill to the adequate level according to the video provided by the customer, a filling below the line is observed using a butterfly and a vacuum system."